Event description:
The customer contacted beckman coulter inc (bec) to report an ongoing issue with the primary needle leaking and not draining at the lh750 analytical station. The affected tubing line carries blood and diluent. The customer wore personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and medical attention was not sought. No report of exposure (sprayed or splashed) to mucous membranes or open wounds. No death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to sample results as a result of this event. On (B)(6) 2011, a bec field service engineer (fse) observed that instrument leaked at the primary needle. The source of the leak was pinch valve (vl) 13. Vl13 is the pinch valve for the tubing used as the probe needle drain. Fse replaced the actuator for vl13 and no further evidence of leak was noted. Root cause for the leak is actuator not functioning properly at lv13.

Manufacturer narrative:
(B)(4).